Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). The claimed unit was requested by livanova for a detailed investigation. Visual inspection revealed traces of use externally and residues of dried fluids as well as signs of corrosion within the clamp. Error message arterial clamp is defective could be reproduced during testing. Visual inspection revealed that the wedge was detached from the shaft. After replacement no deviations occured. The root cause of the reported event can be traced back to a wedge detached from the shaft

Event description:
Livanova received a report stating that s5 erc tubing clamp / 500mm failed with the error message arterial clamp defective during set-up. There was no patient involvement.